Event description:
The pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section b5 with this report. S/w version 5.2 b retainer ring = black case type = ngp customer returned pump for an alleged no com pump to xmtr/keypad unresponsive/button error alarm/exposed to moisture/pump error 63 alarm found on 17-feb-2023. Pump passed the self test, sleep current measurement, active current measurement and displacement test. All buttons function properly and no unexpected pump error 63 alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump error 63 alarm found in the pump history file/trace on 17-feb-2023 at 23:26:30 with variable (21). Pump error 63 alarm due to hardware error (line number 5590 file number 632) and (10) stuck button error alarms on 17-feb-2023 started from 14:48:34 to 17:48:02. Pump was cut open to perform visual inspection and found corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In summary, pump passed all required testing. No com pump to xmtr was not confirmed. Cosmetic damage found on the back of the pump case. Pump error 63 alarm confirmed due to hardware error. Exposed to moisture was confirmed on the keypad traces. Stuck button error alarm confirmed due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported several stuck button alarms, screen was fogged up, transmitter was  not connected to pump and a pump error 63. Troubleshooting was performed and the alarm was cleared successfully but the rewind could not be completed. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will  not be returned for analysis.